Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited low out-of-range pace impedance measurements at a device replacement procedure. No noisy signals were noted and thresholds measurements were normal. The physician elected to leave the ra lead implanted. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that low impedance measurements could be indicative of a lead insulation breach or a cardiac tissue related condition. The field representative noted that visual inspection of the lead uncovered no observation of insulation damage. The physician plans to continue monitoring this patient. The device remains in service. No adverse patient effects were reported.